Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm noted during testing. The motor was tested outside of the device and passed. However, hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarms. Blood glucose was 7.9 mmol/l. Customer stated they were able to rewind the insulin pump. After self test hardware low level failure alarm was occurred. Self test was failed. The insulin pump will not be returned for analysis.